Event description:
In 2008 at 8:33 am, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultrasmart meter has a power issue (meter does not turn on). After the reported issue began on two days earlier, the patient reportedly developed symptoms described as "shaky, light-headed, and dizzy." The patient did not take any action in regards to diabetes treatment. On the day prior to original date at 9 am, the patient was tested at "47 mg/dl" on a doctor's meter and was given oral glucose and orange juice by the healthcare professional. It would have been helpful to obtain the following info: testing frequency, diabetes medication regimen, time and date of symptoms, food intake, and any recent changes to test frequency and diabetes medication regimen. During troubleshooting, the customer care advocate (cca) verified that the lfs meter did not turn on with the test strip inserted and the power button pressed, the battery was replaced per the owner's manual, and the battery's contacts were in good condition. This complaint is being reported because the pt claimed she developed symptoms that can be suggestive of hypoglycemia and was treated with oral glucose by a hcp after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.